Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: two-directional snare technique to rescue detaching leadless pacemaker. Heart rhythm case reports. 2020; 6:711: 711-714. Doi: 10.1016/j.hrcr.2020.06.027. This event capture the patient's previous device system in which an infection occurred. The dislodged leadless pacemaker has been previously captured via MDR: 9612164-2019-02589 & 9612164-2020-04910. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a previous system implant. The patient was diagnosed with seronegative symmetrical synovitis with pitting edema. Prednisolone was prescribed as treatment. However, the device pocket swelled and septic matter seeped from the open wound a few months later. Transesophageal echocardiography revealed vegetation on the right ventricular (rv) lead. A pus culture was completed and was (B)(6) for (B)(6), which confirmed the diagnosis of cardiac device-related infective endocarditis. The pacing system was subsequently explanted and later replaced with a leadless pacing system. No further patient complications have been reported as a result of this event.